Event description:
During preparation for cardiopulmonary bypass, the device unexpectedly displayed a false air bubble alarm. There was no reported adverse consequence to the patient as a result of this event.